Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user called expressing concern that the ilet was delivering too much insulin, reporting doses of 9 units for meals despite weighing 125 pounds. The agent explained that a factory reset might help the ilet relearn her insulin needs, though the user was unsure about proceeding. The user was also informed that the ilet could not be returned for credit since it was purchased through a pharmacy. The user planned to discuss next steps with her healthcare provider (hcp). Blood glucose (bg) was 168 mg/dl and unaffected. No symptoms were experienced, and no medical intervention was required at the time of call.